Event description:
It was reported that during a prophylactic explant of the lead the helix would not retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary for (B)(4): the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed) and the outer tubing overlay, the outer tubing overlay melted and had a cosmetic environmental stress crack, there was a white substance found on the exposed defibrillator coil, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.